Event description:
A customer observed a false positive and positively biased total b-hcg result on their vitros eciq analyzer. Repeat analysis of the same sample (x2) was negative. A false positive or positively biased total b-hcg result may lead to inappropriate pt treatment or action by the physician. The sample value was reported and questioned by the physician. There was no report of pt harm as a result of this event. This report corresponds to ortho clinical diagnostics, inc.

Manufacturer narrative:
Initial total b-hcg results (56.3 iu/l) for this sample were above the positive cutoff value of 25 iu/l and reported as positive. Repeat analysis of this sample gave negative results of 0.07 and 0.08 iu/l for total b-hcg. The positively biased, false positive results were reported to the physician. There was no report of pt harm as a result of this event. The assay used to report these results was the vitros total b-hcg ii assay. Eval of instrument dataloggers have shown that no instrument condition codes can be attributed to this event. Weekly preventive maintenance had been performed one day prior to this event. No signs of contamination of incubator were seen during eval. Quality controls were within expected ranges on the day of this event. The samples were processed per the tube manufacturers recommendations. The root cause of this event is unk at this time. Investigation into this event is ongoing.